Manufacturer narrative:
The user reported that their sensor was not being detected. Based on an additional review, the system is showing improved agreement between bg and sg values following the re-link. The user was advised to continue using the system, follow the discussed calibration practices, and contact us with any further concerns. A review of the dms confirms that the user is currently using the system and that the information is up to date.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The user confirmed calibrating with a bg meter but admitted sometimes entering estimated values. The case was escalated. Review of sensor data did not indicate any system malfunctions. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment. Multiple callback attempts were made, and the user eventually completed the re-link process successfully on september 22, 2025. The user was educated on proper calibration practices and synced the last 30 days of data. B4.date of this report 19 dec 2025. G3.date received by the manufacturer? 19 dec 2025. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 19.